Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right artery. The 80% stenosed, de novo target lesion was located in the non-tortuous and moderately calcified left anterior descending artery (lad). A 0.014 guidewire was advanced to cross the lesion. Subsequently, a 2.00mm x 12mm apex¿ balloon catheter was advanced for post dilation. Upon the first inflation, the balloon was successfully inflated at 6 atmospheres. However, upon the second inflation, the balloon ruptured at 6 atmospheres after a duration of 3 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.